Event description:
Patient ID: (B)(6). It was reported that this was a preclose technique for arteriotomy closure of the right common femoral artery with three perclose prostyle devices following a transcatheter aortic valve implantation using the navitor valve and a 14 f sheath. This patient has a complicated (complex) femoral artery vasculature due to her prior history of right groin hernia. Reportedly, the suture knots of the prostyle devices were successfully advanced to the vessel wall and tightened (worked as intended); however, complete hemostasis was not achieved. After use of the prostyle devices, bleeding in the right groin occurred. Intravenous protamine was administered, twenty minutes of manual pressure was applied and a femostop device was used for one hour to achieve hemostasis. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. The patient effect of hemorrhage is listed in the electronic perclose prostyle instructions for use (IFU), as potential adverse events of use of the device. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that contribute to failure to achieve hemostasis include, but not limited to, poor or partial tissue capture, air knot. The reported patient effect of hemorrhage is a known inherent risk of the procedure. The subsequent treatment appears to be related to procedure circumstance. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4- the UDI is not known as the part and lot number were not provided.